Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information when releasing the stent, the proximal end broke, preventing the stent from being released. The surgeon secured the stent in place and released it by clamping the end of the pusher with forceps. The operation was prolonged due to two incidents involving the same patient.